Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via telephone call that the customer was hospitalized due to high blood glucose. The high blood glucose was due to a virus. The blood glucose reading was 300 mg/dl when she was admitted. The customer was wearing the insulin pump at the time of the hospitalization.